Event description:
Dexcom g6 sensor inaccuracy: 12:18pm g6 reading 109, finger stick is 74. That is a mard of 47.3%.

Event description:
Additional information received for report mw5153657 on 04/11/2024. Dexcom g6 sensor inaccuracy: 7:54 am g6 reading 108, finger stick reading is 140. That is a mard of 22.9%.